Event description:
Caller reported that the t:slim x2 pump battery would not charge and a power source alert, identified as alert 07, was present in the pump history at the time of the issue. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the charging supplies, and the pump began charging thereafter, requiring no further assistance.